Event description:
Procedure type: unknown. According to the reporter: the instrument's jaws scissored which caused the vessel to be cut. The tissue was repaired by using another clip applier, bleeding was less than 250 ccs. The jaws scissored which caused the vessel to be cut, patient is fine. Or time was not extended, hospital stay not extended, no tissue damage.